Event description:
Date of injury: (B)(6) 2022; reported to perch on (B)(6) 2022: customer reported that they received second degree burns on their arm after falling asleep with the product on low. Customer's use of the product was contrary to its labeling and operating manual which states do not use while sleeping. We have requested further information from the customer that we have not yet received as of making this report. We are continuing to investigate this report. (B)(6). FDA safety report ID# (B)(4).